Event description:
It was reported the tubing of a clearlink system continu-flo solution set separated and lead to a leak. The separation occurred between the tubing and the y-site joint. The process step was unknown. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph identified a separation between the assembly of the tubing and the y-site clearlink. The reported condition was verified. The cause of the condition could not be determined; however, a likely cause may be related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.